Event description:
It was reported that the stopper device is broken. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and the instrument was manufactured according to the previous design. The evaluation revealed that one of the pins that holds the locking lever in position indeed broke off. We suppose that the breakage occurred during a mechanical overloading situation. Unfortunately we are not able to repair this instrument as we do not stock spare parts for this item. Please note that due to similar reported complaints from the market, a design improvement of the pin has been introduced. This instrument was manufactured according to the previous design.